Manufacturer narrative:
A4: weight: requested, but unknown. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: site orientation coordinator. The actual device has been returned for evaluation. The investigation is ongoing, and a follow-up report will be provided upon completion.

Event description:
The user facility reported that a radial percutaneous coronary intervention (pci) was performed. At the end of the procedure, the physician applied a transradial (tr) band and attempted to inflate it. However, it was noted that the balloons were not inflating as air was injected. Another band was prepared, applied, and inflated, and the patient was transferred to recovery. No further issues were observed with the patient's recovery. There was no blood loss. The event occurred intra-operatively. No medical or surgical intervention was required.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide additional information in section b5 and the completed investigation results. One tr band, inflator, and packaging label were returned for assessment. The sample was subject to visual analysis. The band is damaged along the inflation tubing. No damage was noted on the inflator. The sample was subject to leak testing. Approximately 18ml of air was injected into the band and submerged in a water bath for 30 seconds. Air bubbles were observed from the damaged part of the inflation tubing. The sample failed leak testing. The complaint can be confirmed for air leakage issues. The exact root cause cannot be determined. The likely cause is the inflation tubing was damaged during use and led to the leakage the user experienced. Operations was notified. Review of device history record (DHR) showed there were no issues noted during the manufacture of the product that could have contributed to this complaint condition. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
Additional information was received on 07 apr 2025: in this lab, sharps are kept in a tray at the opposite end of the table from where the tr band would be dropped onto the table if it is not removed from the sterile tray by the scrub nurse. The tr band is stored in a drawer in the cath lab, with overflow being stored in a cabinet in their storeroom outside the cath lab. Both rooms are temperature controlled.